Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that a patient underwent a knee replacement on an unknown date in 2011 and an unknown suture was used. It was reported that the patient contracted an infection soon after surgery and died. No additional information is provided.